Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.

Event description:
According to the reporter: while the device was being used on the patient, cutting became significantly dull. Used another device to complete the procedure. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.